Event description:
Resident found sitting on floor in front of merry walker, rt arm hyperextended. Rt arm impaled on latch attached to rt arm rest of merry walker. Laceration noted from rt upper flank distal to axilla rt to mid upper arm. Moderate amount of bright red blood noted. Resident transferred to hosp for med intervention.